Manufacturer narrative:
(B)(6).

Event description:
It was reported that the hand control was damaged and overheating. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of overheating could not be confirmed and no physical damage was observed on mdu. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was below average for this product and overheating did not occur during functional testing. All functions performed as expected. After the evaluation there was no problem found. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.